Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a call service alarm (cs 078) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09-jul-2019 with the following findings: a review of the pump¿s black box showed a cs 078 call service alarms. During testing, the pump was powered on however the cs 078 was duplicated during the rewind step. The pump case was removed and internal moisture corrosion was located on the motor flex connector.